Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and pink. This report is made based on results of investigation completed on 11/21/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/21/2013 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump booted to the verify screen with dim pink contrast. The audio bolus button was torn but responded appropriately. There was a battery compartment crack from threads to case seal. There was moisture corrosion in battery compartment. (B)(4).